Event description:
During a laparoscopic cholecytectomy procedure, the clips would not close on the vessel. They would just fire out and float around. It is not known how the case was completed. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.